Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down. A technical support specialist walked the customer through turning on the all-in-one using the power button. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cabinet was down. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.